Event description:
It was reported that 245 days after implantation of a 3.0x28 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a discrete 99% stenotic (distal) lesion and tubular 90% stenotic lesion (mid) were located in the left main coronary artery (lmca). Additionally, a tubular 70% stenotic lesion was located in the left circumflex artery (lcx). After balloon dilation with a maverick2 mr 2.5x12 mm balloon and a nc stormer mx2 2.5x11 mm balloon, the lesions were treated using a single 3.0x28 mm taxus stent deployed at 12 atms. The lmca was post-dilated using a 3.5 mm diameter nc stormer balloon inflated to 12 atms. Post-intervention results were not reported. The patient received angiomax during the procedure. No information was reported concerning vessel tortuosity or calcification. Patient complications were reported as "no complications." The patient presented 245 days after the initial procedure with in-stent restenosis in the lmca and the lcx. The percent of restenosis was not reported. After balloon dilation with a maverick mr 3.0x15 mm balloon, a 2.5x23 mm cypher stent was deployed in the lesion. The lesion was post-dilated with a 3.5x11 mm nc stormer balloon. Post-intervention stenosis percentage was not reported. Patient complications were reported as no complications.